Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 173 mg/dl. Troubleshooting was performed for button error. She stated she wasn't sweaty when the alarm occurred, when asked if she recalled any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and it need to be replaced. She agreed to return the device for analysis.